Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced malpositioned lens . The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was hyperopia with astigmatism. Additional information was requested.